Event description:
Device issue: none. Adverse event: embolic stroke. Onset of adverse event: post procedure. It was reported that on (B) (6) 2010 the patient experienced a left-sided stroke that manifested as right sided weakness/hemiparesis with aphasia. The right-sided hemiparesis resolved on (B) (6) 2010, but the aphasia remained. During placement of the emboshield nav6 filter in the left internal carotid artery on (B) (6) 2010, the filter caused a vessel dissection due to vessel tortuosity. Dissection was confirmed after deployment of the xact stent in target lesion. An unplanned acculink stent was used to treat the distal vessel dissection and slightly overlapped the xact stent. During post-dilatation with a non-abbott device, the patient experienced hypotension that was treated with dopamine infusion for approximately one day and resolved. After the procedure, the patient experienced several episodes of right-sided hemiparesis lasting several minutes at a time, noted to be while patient was in the sitting position. Episodes of right-sided hemiparesis/weakness continued through (B) (6) 2010 and resolved without treatment. MRI showed a new stroke, most likely embolic strokes exacerbated by position. Cta showed no abnormalities in the stented left internal carotid artery. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The emboshield (22438-19/(B) (4)), indicated will be filed under a separate MFR#.